Event description:
It was reported that multiple cartridge change errors occurred with their pump. There was no reported adverse impact to customer's blood glucose. The customer was instructed by technical support to inspect and clean the pump's pneumatic tap area. However, attempts to load a new cartridge were unsuccessful. Customer reverted to using multiple daily injections (mdi) as backup therapy.